Event description:
On (B)(6) 2011, patient reported on one occasion she laid the insertion assist plus device on a table and without anyone or anything touching it, the headset shot out of the device across the room. Patient stated, the infusion headset did not hit or injure anyone. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.